Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient complained of dizziness and experienced complete heart block. Both the atrial and the ventricular leads had polarity switches due to out of range impedances. Both leads had oversensing and noise. There was no capture when the ventricular lead was put into bipolar. The leads and device will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of dizziness and experienced complete heart block. Both the atrial and the ventricular leads had polarity switches due to out of range impedances. Both leads had oversensing and noise. There was no capture when the ventricular lead was put into bipolar. The leads will be replaced. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.